Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (77kg) with a scar related to ventricular tachycardia on the posterior aspect of the left ventricle, underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and developed atrioventricular (av) heart block requiring no interventions but prolonged hospitalization. During the ablation, the patient went into av heart block. The physician was expecting this to happen due to the patient¿s condition, as the patient conduction pathways had been altered by the cardiac scar. Procedure was continued after the av block. The patient was stable and no interventions were applied. The patient already had a pacemaker implanted. Prolonged hospitalization was required as it was most likely that the patient would need an upgraded pacemaker. Patient¿s condition remains unchanged. Procedure was conducted using 30 watts average during the ablation. The patient was on ECMO (extracorporeal membrane oxygenation) during the procedure and was weaned off at the end of the procedure. No biosense webster, inc (bwi) product malfunctions were reported.